Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that black debris was inside the arterial blood collection syringe. The nurse had received a doctor's order to collect arterial blood gas from the patient and had noticed the debris while preparing the materials. There was no patient harm reported.